Event description:
It was reported that the patient presented in-clinic after remote transmission showed post-sensed t-wave oversensing. Patient received atp therapy. Programming changes were made. During defibrillation threshold test, undersensing was observed. When repositioning was unsuccessful, the lead was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.